Event description:
A patient reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 1.3 and 4.6 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.